Event description:
It was reported that; surgeon was removing a reflex hybrid screw that was locked using revision screwdriver with revision screwdriver inner shaft. The screw was being removed because md was unhappy with trajectory and wished to remove and redirect. While tightening down the inner shaft, the tip broke off the inner shaft. Screw was already past locking ring at this point, and screw was removed without any incident, delay or effect to the patient. Surgeon felt the shaft give and screwdriver separated from screw without the tip of the inner shaft, and the tip was visually confirmed to be within the screw.

Manufacturer narrative:
Method: device not returned. Device history review.results: device not available for examination. Manufacturing files were reviewed and no issues were found for this lot number.conclusion: the likely mode was too much torsional force applied in a "back and forth motion" which caused the fracture of the tip.

Event description:
It was reported that; surgeon was removing a reflex hybrid screw that was locked using revision screwdriver with revision screwdriver inner shaft. The screw was being removed because md was unhappy with trajectory and wished to remove and redirect. While tightening down the inner shaft, the tip broke off the inner shaft. Screw was already past locking ring at this point, and screw was removed without any incident, delay or effect to the patient. Surgeon felt the shaft give and screwdriver separated from screw without the tip of the inner shaft, and the tip was visually confirmed to be within the screw